Event description:
This is filed to report difficult removal and tissue damage. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An ntw clip was inserted and deployed on the mitral valve, reducing mr to a grade of 2. To further reduce mr, an nt clip was inserted. However, while in the lv, the clip because caught in the chordae. Troubleshooting was performed and the clip was successfully removed from the chordae. However, it was observed that a chordal rupture occurred, causing mr to increase a grade of 3-4. Therefore, the nt clip was removed. In an attempt to treat the chordal rupture, an xtw was inserted. Grasping was performed, but it was noted to be difficult. It was then observed mr had returned to a grade of 4. The clip was inverted and retracted into the left atrium (la). At this time, multiple tissue flails were observed. The physician decided to remove the clip and discontinue the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information it appears that procedural conditions contributed to the reported difficult to remove (clip getting caught in chordae). Moreover, the reported tissue injury is a cascading effect of the reported difficult to remove (anatomy). The reported unspecified tissue injury, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The reported medical intervention is the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional mitraclip device referenced in event is being filed under a separate medwatch report number.